Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after receiving high voltage therapy due to a supraventricular tachycardia rhythm misdiagnosed as ventricular tachycardia. The cause of the misdiagnosis was due to the lead being dislodged in the right ventricular. Increased capture threshold, decreased pacing lead impedance, and declined sensing amplitude were observed. The patient output was increased and the lead was repositioned. The patient is being monitored closely. The patient condition was fine before, during, and after the procedure.